Event description:
It was reported oversensing and noise were observed on the electrogram (egm). After a review of the egm it was determined the noise may be due to electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).